Event description:
It was reported system was explanted due to infection, due to a more recent implant of a competitor lead.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.